Event description:
It was reported that this was a percutaneous vertebroplasty for obsolescence compression fracture on (B)(6) 2024. In the surgery, the surgeon inserted the balloon in question into the body, one on each side, through the working sleeve. After dilating the left balloon to its optimal size, when attempting to dilate the right balloon, it was discovered that saline solution was leaking from the working sleeve. After reviewing the image, the surgeon determined that the balloon was not inflated and that a balloon rupture was likely. The bilateral balloons were immediately removed from the body and washed with saline solution to remove any remaining contrast media. A spare product was used, and bkp was performed. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. This report is for one (1) synflate vertebral balloon med this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b.: additional pro-code: hrx. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3/h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot part # 03.804.701s. Synthes lot # 82283824. Supplier lot # 82283824. Release to warehouse date: 14 jul 2023. Supplier : (B)(4). No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.